Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain/pelvic pain/ pelvic area pain/ pain") and genital haemorrhage ("bleeding/ heavy bleeding") in a 24-year-old female patient who had essure (batch no. 872994, 922603, 01-124-dk) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included irregular menstrual cycle, multigravida, parity 3 ((B)(6) 2005, (B)(6) 2007, (B)(6) 2010.), migraine (hospitalized on 2011) and pelvic fracture. Patient was not allergic to nickel or any other component of essure and did not experienced a hypersensitivity reaction to nickel or any other component of essure. Essure did not worsened a previously existing injury/condition. Previously administered products included for an unreported indication: implanon birth control implant in 2007, yaz in 2005, depo provera shot in 2004, vicoprofen and valium. Past adverse reactions to the above products included headache with implanon birth control implant; and weight increased with depo provera shot. Concurrent conditions included palpitations and heavy periods. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), memory impairment ("forgetting a lot of stuff/ memory issues"), headache ("headaches"), dizziness ("dizzy/ dizziness"), asthenia ("weak"), fatigue ("tired all the time/ fatigue"), abdominal distension ("bloating"), confusional state ("confusion"), uterine leiomyoma ("fibroids"), cyst ("cysts"), urinary tract infection ("utis (urinary tract infections)"), cystitis ("bladder infections"), alopecia ("hair loss") and bladder spasm ("bladder spasms"). In may 2013, the patient experienced adnexa uteri pain ("pain in her tube/ severe and persistent pain in the fallopian tubes went away immediately within a week of the removal/ fallopian tubes pain (sharp, felt like she was being stabbed)"), uterine pain ("uterine pain (sharp, felt like she was being stabbed)"), uterine cervical pain ("cervix pain (sharp, felt like she was being stabbed)") and mental disorder ("caused or aggravated any psychiatric and/or psychological conditions"). On an unknown date, the patient experienced menorrhagia ("menorrhagia") and abdominal pain lower ("cramping"). On an unknown date, the patient experienced treatment noncompliance ("patient did not get the hsg done"), infection ("infections") and menstrual disorder ("extreme menstrual changes"). The patient was treated with cilest (tri-sprintec), vicoprofen and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. In 2013, the pelvic pain had resolved, the genital haemorrhage, headache, dizziness, abdominal distension and adnexa uteri pain had resolved. At the time of the report, the memory impairment, asthenia, fatigue, treatment noncompliance, confusional state, uterine leiomyoma, cyst, urinary tract infection, cystitis, alopecia, bladder spasm, uterine pain, uterine cervical pain, mental disorder, infection and menstrual disorder outcome was unknown and the menorrhagia and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, adnexa uteri pain, alopecia, asthenia, bladder spasm, confusional state, cyst, cystitis, dizziness, fatigue, genital haemorrhage, headache, infection, memory impairment, menstrual disorder, mental disorder, pelvic pain, urinary tract infection, uterine cervical pain, uterine leiomyoma and uterine pain to be related to essure. The reporter provided no causality assessment for treatment noncompliance with essure. The reporter considered abdominal pain lower and menorrhagia to be unrelated to essure. The reporter commented: essure inserted per fallopian tubes: left-3, right-4. Patient had no complications during essure removal. She was hospitalized on 2011 for migraines, on 2015 for stomach pain and vomiting, on 2013 for stomach pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.6 kg/sqm. Non-reported dates - blood tests for a bunch of conditions performed with normal results. On an unspecified date, urine pregnancy results was negative. Current weight: 215 lbs. Approximate weight at the time of essure placement: 250 lbs most recent follow-up information incorporated above includes: on (B)(6) 2018: information transferred from deletion case 2016-087443. New events: menstrual disorder, infection were transferred. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain/pelvic pain/ pelvic area pain/ pain") and genital haemorrhage ("bleeding/ heavy bleeding") in a 24-year-old female patient who had essure (batch no. 922603) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "patient did not get the hsg done". The patient's past medical history included irregular menstrual cycle, multigravida, parity 3 (B)(6)2005, (B)(6)2007, (B)(6)2010.), migraine (hospitalized on 2011) and pelvic fracture. Patient was not allergic to nickel or any other component of essure and did not experienced a hypersensitivity reaction to nickel or any other component of essure. Essure did not worsened a previously existing injury/condition. Previously administered products included for an unreported indication: implanon birth control implant in 2007, yaz in 2005, depo provera shot in 2004, vicoprofen and valium. Past adverse reactions to the above products included headache with implanon birth control implant; and weight increased with depo provera shot. Concurrent conditions included palpitations and heavy periods. On (B)(6)2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), memory impairment ("forgetting a lot of stuff/ memory issues"), headache ("headaches"), dizziness ("dizzy/ dizziness"), asthenia ("weak"), fatigue ("tired all the time/ fatigue"), abdominal distension ("bloating"), confusional state ("confusion"), uterine leiomyoma ("fibroids"), cyst ("cysts"), urinary tract infection ("utis (urinary tract infections)"), cystitis ("bladder infections"), alopecia ("hair loss") and bladder spasm ("bladder spasms"). In (B)(6)2013, the patient experienced adnexa uteri pain ("pain in her tube/ severe and persistent pain in the fallopian tubes went away immediately within a week of the removal/ fallopian tubes pain (sharp, felt like she was being stabbed)"), uterine pain ("uterine pain (sharp, felt like she was being stabbed)"), uterine cervical pain ("cervix pain (sharp, felt like she was being stabbed)") and mental disorder ("caused or aggravated any psychiatric and/or psychological conditions"). On an unknown date, the patient experienced menorrhagia ("menorrhagia") and abdominal pain lower ("cramping"). On an unknown date, the patient experienced infection ("infections") and menstrual disorder ("extreme menstrual changes"). The patient was treated with cilest (tri-sprintec), vicoprofen and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2013. In 2013, the pelvic pain had resolved, the genital haemorrhage, headache, dizziness, abdominal distension and adnexa uteri pain had resolved. At the time of the report, the memory impairment, asthenia, fatigue, confusional state, uterine leiomyoma, cyst, urinary tract infection, cystitis, alopecia, bladder spasm, uterine pain, uterine cervical pain, mental disorder, infection and menstrual disorder outcome was unknown and the menorrhagia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower and menorrhagia to be unrelated to essure. The reporter considered abdominal distension, adnexa uteri pain, alopecia, asthenia, bladder spasm, confusional state, cyst, cystitis, dizziness, fatigue, genital haemorrhage, headache, infection, memory impairment, menstrual disorder, mental disorder, pelvic pain, urinary tract infection, uterine cervical pain, uterine leiomyoma and uterine pain to be related to essure. The reporter commented: essure inserted per fallopian tubes: left-3, right-4. Patient had no complications during essure removal. She was hospitalized on 2011 for migraines, on 2015 for stomach pain and vomiting, on 2013 for stomach pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.6 kg/sqm. Non-reported dates - blood tests for a bunch of conditions performed with normal results. On an unspecified date, urine pregnancy results was negative. Current weight: 215 lbs.approximate weight at the time of essure placement: 250 lbs quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pelvic pain/pelvic pain/ pelvic area pain/ pain'), salpingitis ('inflamation in tubes'), uterine inflammation ('inflamation in uterus') and genital haemorrhage ('bleeding/ heavy bleeding') in a 24-year-old female patient who had essure (batch no. 922603,827994 not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "patient did not get the hsg done". The patient's medical history included irregular menstrual cycle, multigravida, parity 3 ((B)(6) 2005, (B)(6) 2007, (B)(6) 2010.), migraine (hospitalized on 2011) and pelvic fracture. Patient was not allergic to nickel or any other component of essure and did not experienced a hypersensitivity reaction to nickel or any other component of essure. Essure did not worsened a previously existing injury/condition. Previously administered products included for an unreported indication: implanon birth control implant, yaz, depo provera shot, vicoprofen and valium. Past adverse reactions to the above products included headache with implanon birth control implant; and weight increased with depo provera shot. Concurrent conditions included palpitations and heavy periods. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), memory impairment ("forgetting a lot of stuff/ memory issues"), headache ("headaches"), dizziness ("dizzy/ dizziness"), asthenia ("weak"), fatigue ("tired all the time/ fatigue"), abdominal distension ("bloating"), confusional state ("confusion"), cyst ("cysts"), urinary tract infection ("utis (urinary tract infections)"), cystitis ("bladder infections"), alopecia ("hair loss") and bladder spasm ("bladder spasms") and was found to have uterine leiomyoma ("fibroids"). In (B)(6) 2013, the patient experienced adnexa uteri pain ("pain in her tube/ severe and persistent pain in the fallopian tubes went away immediately within a week of the removal/ fallopian tubes pain (sharp, felt like she was being stabbed)"), uterine pain ("uterine pain (sharp, felt like she was being stabbed)"), uterine cervical pain ("cervix pain (sharp, felt like she was being stabbed)") and mental disorder ("caused or aggravated any psychiatric and/or psychological conditions"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), uterine inflammation (seriousness criteria medically significant and intervention required), infection ("infections"), menstrual disorder ("extreme menstrual changes") and cystitis noninfective ("bladder is so inflammed") and experienced menorrhagia ("menorrhagia") and abdominal pain lower ("cramping"). The patient was treated with ethinylestradiol;norgestimate (tri-sprintec), hydrocodone bitartrate;ibuprofen (vicoprofen) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. In 2013, the pelvic pain had resolved, the genital haemorrhage, headache, dizziness, abdominal distension and adnexa uteri pain had resolved. At the time of the report, the salpingitis, uterine inflammation, memory impairment, asthenia, fatigue, confusional state, uterine leiomyoma, cyst, urinary tract infection, cystitis, alopecia, bladder spasm, uterine pain, uterine cervical pain, mental disorder, infection, menstrual disorder and cystitis noninfective outcome was unknown and the menorrhagia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower and menorrhagia to be unrelated to essure. The reporter considered abdominal distension, adnexa uteri pain, alopecia, asthenia, bladder spasm, confusional state, cyst, cystitis, cystitis noninfective, dizziness, fatigue, genital haemorrhage, headache, infection, memory impairment, menstrual disorder, mental disorder, pelvic pain, salpingitis, urinary tract infection, uterine cervical pain, uterine inflammation, uterine leiomyoma and uterine pain to be related to essure. The reporter commented: essure inserted per fallopian tubes: left-3, right-4. Patient had no complications during essure removal. She was hospitalized on 2011 for migraines, on 2015 for stomach pain and vomiting, on 2013 for stomach pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.6 kg/sqm. Pathology test - on an unknown date: inflammation in uterus and tubes. Concerning the injuries reported in this case, the following one were reported via social media- inflammation in tubes, inflammation in uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received: new event added- cystitis noninfective. On 2-dec-2019: social media received: no new information received. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pelvic pain/pelvic pain/ pelvic area pain/ pain'), salpingitis ('inflammation in tubes') and uterine inflammation ('inflammation in uterus') in a (B)(6) female patient who had essure (batch no. 922603, 827994 not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not get the hsg done / did not have confirmation test performed following insertion of essure micro-inserts nos (52795)". The patient's medical history included cholecystectomy in (B)(6) 2015, irregular menstrual cycle, multigravida, parity 3 ((B)(6) 2005, (B)(6) 2007, (B)(6) 2010.), migraine (hospitalized on 2011), pelvic fracture, morbid obesity, ovarian cyst, insect bite nos, uterine leiomyoma, nauseated, hiatal hernia, gastric ulcer, gerd, bipolar ii disorder, anxiety, morbid obesity and memory deficit. Patient was not allergic to nickel or any other component of essure and did not experienced a hypersensitivity reaction to nickel or any other component of essure. Essure did not worsened a previously existing injury/condition. Otoscope examination : fluid present behind left tm, no tympanic membrane perforations present, tympanic membrane color pink. Previously administered products included for an unreported indication: implanon birth control implant, yaz, depo provera shot, vicoprofen and valium. Past adverse reactions to the above products included headache with implanon birth control implant; and weight increased with depo provera shot. Concurrent conditions included palpitations, heavy periods, vaginal bleeding, vision abnormal, penicillin allergy, buttock pain, urinary tract infection, hormonal imbalance and lethargy. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding/ heavy bleeding"), memory impairment ("forgetting a lot of stuff/ memory issues"), abdominal distension ("bloating"), headache ("headaches"), dizziness ("dizzy/ dizziness"), asthenia ("weak"), fatigue ("tired all the time/ fatigue"), confusional state ("confusion / confusional state"), cyst ("cysts"), urinary tract infection ("utis (urinary tract infections)"), cystitis ("bladder infections"), alopecia ("hair loss") and bladder spasm ("bladder spasms") and was found to have uterine leiomyoma ("fibroids"). In (B)(6) 2013, the patient experienced uterine pain ("uterine pain (sharp, felt like she was being stabbed)"), adnexa uteri pain ("pain in her tube/ severe and persistent pain in the fallopian tubes went away immediately within a week of the removal/ fallopian tubes pain (sharp, felt like she was being stabbed)"), uterine cervical pain ("cervix pain (sharp, felt like she was being stabbed)") and mental disorder ("caused or aggravated any psychiatric and/or psychological conditions"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), uterine inflammation (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), menorrhagia ("menorrhagia"), infection ("infections"), menstrual disorder ("extreme menstrual changes"), cystitis noninfective ("bladder is so inflammed"), uterine contractions abnormal ("labor like contractions"), visual impairment ("crazy vision") and abdominal pain upper ("stomach pain"). The patient was treated with ethinylestradiol;norgestimate (tri-sprintec), hydrocodone bitartrate;ibuprofen (vicoprofen) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. In 2013, the pelvic pain had resolved, the genital haemorrhage, abdominal distension, headache, dizziness and adnexa uteri pain had resolved. At the time of the report, the salpingitis, uterine inflammation, abdominal pain lower, uterine pain, menorrhagia, memory impairment, asthenia, fatigue, confusional state, uterine leiomyoma, cyst, urinary tract infection, cystitis, alopecia, bladder spasm, uterine cervical pain, mental disorder, infection, menstrual disorder, cystitis noninfective, uterine contractions abnormal and abdominal pain upper outcome was unknown and the visual impairment had resolved. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, adnexa uteri pain, alopecia, asthenia, bladder spasm, confusional state, cyst, cystitis, cystitis noninfective, dizziness, fatigue, genital haemorrhage, headache, infection, memory impairment, menorrhagia, menstrual disorder, mental disorder, pelvic pain, salpingitis, urinary tract infection, uterine cervical pain, uterine contractions abnormal, uterine inflammation, uterine leiomyoma, uterine pain and visual impairment to be related to essure. The reporter commented: essure inserted per fallopian tubes: left-3, right-4. Patient had no complications during essure removal. She was hospitalized on 2011 for migraines, on 2015 for stomach pain and vomiting, on 2013 for stomach pain. Number of proximal coils: 3 on left cornua and 6 on right cornua. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.6 kg/sqm. Pathology test: on an unknown date: inflammation in uterus and tubes; on (B)(6) 2013: gross description: the fallopian tubes show no focal lesions. However, when they are cut away from the uterus, they are found to contain wire coils which had apparently been interrupting the tubes with the tubes removed, the uterus weighs 149 gm and measures 10.5 x 8.2 x 5.5 cm . The serosal surface is unremarkable. The cervix is parous without focal lesions. The uterus is opened anteriorly revealing no discrete lesions. Sectioning through the myometrium reveals no masses.. Concerning the injuries reported in this case, the following one were reported via social media- inflammation in tubes, inflammation in uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint). On (B)(6) 2020: medical records received: medical history, lab data were added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pelvic pain/pelvic pain/ pelvic area pain/ pain'), salpingitis ('"inflammation" in tubes') and uterine inflammation ('"inflammation" in uterus') in a 24-year-old female patient who had essure (batch no. 922603,827994 not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not get the hsg done / did not have confirmation test performed following insertion of essure micro-inserts nos (52795)". The patient's medical history included irregular menstrual cycle, multigravida, parity 3 ((B)(6) 2005, (B)(6) 2007, (B)(6) 2010.), migraine (hospitalized on 2011), pelvic fracture, morbid obesity, ovarian cyst, insect bite nos, uterine leiomyoma and nauseated. Patient was not allergic to nickel or any other component of essure and did not experienced a hypersensitivity reaction to nickel or any other component of essure. Essure did not worsened a previously existing injury/condition. Previously administered products included for an unreported indication: implanon birth control implant, yaz, depo provera shot, vicoprofen and valium. Past adverse reactions to the above products included headache with implanon birth control implant; and weight increased with depo provera shot. Concurrent conditions included palpitations, heavy periods, vaginal bleeding, vision abnormal, penicillin allergy, buttock pain, urinary tract infection, hormonal imbalance and lethargy. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding/ heavy bleeding"), memory impairment ("forgetting a lot of stuff/ memory issues"), abdominal distension ("bloating"), headache ("headaches"), dizziness ("dizzy/ dizziness"), asthenia ("weak"), fatigue ("tired all the time/ fatigue"), confusional state ("confusion / confusional state"), cyst ("cysts"), urinary tract infection ("utis (urinary tract infections)"), cystitis ("bladder infections"), alopecia ("hair loss") and bladder spasm ("bladder spasms") and was found to have uterine leiomyoma ("fibroids"). In (B)(6) 2013, the patient experienced uterine pain ("uterine pain (sharp, felt like she was being stabbed)"), adnexa uteri pain ("pain in her tube/ severe and persistent pain in the fallopian tubes went away immediately within a week of the removal/ fallopian tubes pain (sharp, felt like she was being stabbed)"), uterine cervical pain ("cervix pain (sharp, felt like she was being stabbed)") and mental disorder ("caused or aggravated any psychiatric and/or psychological conditions"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), uterine inflammation (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), menorrhagia ("menorrhagia"), infection ("infections"), menstrual disorder ("extreme menstrual changes"), cystitis noninfective ("bladder is so "inflamed""), uterine contractions abnormal ("labor like contractions"), visual impairment ("crazy vision") and abdominal pain upper ("stomach pain"). The patient was treated with ethinylestradiol;norgestimate (tri-sprintec), hydrocodone bitartrate;ibuprofen (vicoprofen) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. In 2013, the pelvic pain had resolved, the genital haemorrhage, abdominal distension, headache, dizziness and adnexa uteri pain had resolved. At the time of the report, the salpingitis, uterine inflammation, abdominal pain lower, uterine pain, menorrhagia, memory impairment, asthenia, fatigue, confusional state, uterine leiomyoma, cyst, urinary tract infection, cystitis, alopecia, bladder spasm, uterine cervical pain, mental disorder, infection, menstrual disorder, cystitis noninfective, uterine contractions abnormal and abdominal pain upper outcome was unknown and the visual impairment had resolved. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, adnexa uteri pain, alopecia, asthenia, bladder spasm, confusional state, cyst, cystitis, cystitis noninfective, dizziness, fatigue, genital haemorrhage, headache, infection, memory impairment, menorrhagia, menstrual disorder, mental disorder, pelvic pain, salpingitis, urinary tract infection, uterine cervical pain, uterine contractions abnormal, uterine inflammation, uterine leiomyoma, uterine pain and visual impairment to be related to essure. The reporter commented: essure inserted per fallopian tubes: left-3, right-4. Patient had no complications during essure removal. She was hospitalized on 2011 for migraines, on 2015 for stomach pain and vomiting, on 2013 for stomach pain. Number of proximal coils: 3 on left cornua and 6 on right cornua. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.6 kg/sqm. Pathology test - on an unknown date: inflammation in uterus and tubes; on (B)(6) 2013: gross description: the fallopian tubes show no focal lesions. However, when they are cut away from the uterus, they are found to contain wire coils which had apparently been interrupting the tubes with the tubes removed, the uterus weighs 149 gm and measures 10.5 x 8.2 x 5.5 cm . The serosal surface is unremarkable. The cervix is parous without focal lesions. The uterus is opened anteriorly revealing no discrete lesions. Sectioning through the myometrium reveals no masses. Concerning the injuries reported in this case, the following one were reported via social media- inflammation in tubes, inflammation in uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Events: labor like contractions, stomach pain, crazy vision were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pelvic pain/pelvic pain/ pelvic area pain/ pain'), salpingitis ('inflamation in tubes'), uterine inflammation ('inflamation in uterus') and genital haemorrhage ('bleeding/ heavy bleeding') in a 24-year-old female patient who had essure (batch no. 922603,827994 not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "patient did not get the hsg done". The patient's medical history included irregular menstrual cycle, multigravida, parity 3 ((B)(6) 2005, (B)(6) 2007, (B)(6) 2010.), migraine (hospitalized on 2011) and pelvic fracture. Patient was not allergic to nickel or any other component of essure and did not experienced a hypersensitivity reaction to nickel or any other component of essure. Essure did not worsened a previously existing injury/condition. Previously administered products included for an unreported indication: implanon birth control implant, yaz, depo provera shot, vicoprofen and valium. Past adverse reactions to the above products included headache with implanon birth control implant; and weight increased with depo provera shot. Concurrent conditions included palpitations and heavy periods. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), memory impairment ("forgetting a lot of stuff/ memory issues"), headache ("headaches"), dizziness ("dizzy/ dizziness"), asthenia ("weak"), fatigue ("tired all the time/ fatigue"), abdominal distension ("bloating"), confusional state ("confusion"), cyst ("cysts"), urinary tract infection ("utis (urinary tract infections)"), cystitis ("bladder infections"), alopecia ("hair loss") and bladder spasm ("bladder spasms") and was found to have uterine leiomyoma ("fibroids"). In (B)(6) 2013, the patient experienced adnexa uteri pain ("pain in her tube/ severe and persistent pain in the fallopian tubes went away immediately within a week of the removal/ fallopian tubes pain (sharp, felt like she was being stabbed)"), uterine pain ("uterine pain (sharp, felt like she was being stabbed)"), uterine cervical pain ("cervix pain (sharp, felt like she was being stabbed)") and mental disorder ("caused or aggravated any psychiatric and/or psychological conditions"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), uterine inflammation (seriousness criteria medically significant and intervention required), infection ("infections") and menstrual disorder ("extreme menstrual changes") and experienced menorrhagia ("menorrhagia") and abdominal pain lower ("cramping"). The patient was treated with ethinylestradiol;norgestimate (tri-sprintec), hydrocodone bitartrate;ibuprofen (vicoprofen) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. In 2013, the pelvic pain had resolved, the genital haemorrhage, headache, dizziness, abdominal distension and adnexa uteri pain had resolved. At the time of the report, the salpingitis, uterine inflammation, memory impairment, asthenia, fatigue, confusional state, uterine leiomyoma, cyst, urinary tract infection, cystitis, alopecia, bladder spasm, uterine pain, uterine cervical pain, mental disorder, infection and menstrual disorder outcome was unknown and the menorrhagia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower and menorrhagia to be unrelated to essure. The reporter considered abdominal distension, adnexa uteri pain, alopecia, asthenia, bladder spasm, confusional state, cyst, cystitis, dizziness, fatigue, genital haemorrhage, headache, infection, memory impairment, menstrual disorder, mental disorder, pelvic pain, salpingitis, urinary tract infection, uterine cervical pain, uterine inflammation, uterine leiomyoma and uterine pain to be related to essure. The reporter commented: essure inserted per fallopian tubes: left-3, right-4. Patient had no complications during essure removal. She was hospitalized on 2011 for migraines, on 2015 for stomach pain and vomiting, on 2013 for stomach pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.6 kg/sqm. Pathology test - on an unknown date: inflammation in uterus and tubes. Concerning the injuries reported in this case, the following one were reported via social media- inflammation in tubes, inflammation in uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: social media received. Reporter information updated. New events: inflammation in tubes, inflammation in uterus were added. Lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pelvic pain/pelvic pain/ pelvic area pain/ pain'), salpingitis ('inflamation in tubes') and uterine inflammation ('inflamation in uterus') in a 24-year-old female patient who had essure (batch no. 922603,827994 not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not get the hsg done / did not have confirmation test performed following insertion of essure micro-inserts nos (52795)". The patient's medical history included cholecystectomy in (B)(6) 2015, irregular menstrual cycle, multigravida, parity 3 ((B)(6) 2005, (B)(6) 2007, (B)(6) 2010.), migraine (hospitalized on 2011), pelvic fracture, morbid obesity, ovarian cyst, insect bite nos, uterine leiomyoma, nauseated, hiatal hernia, gastric ulcer, gerd, bipolar ii disorder, anxiety, morbid obesity, memory deficit, peptic ulcer, gerd, diarrhea, epigastric pain, hepatitis, nausea, hiatal hernia, obesity, gastroparesis, dyspepsia, bacterial infection due to helicobacter pylori (h. Pylori) and weight gain. Patient was not allergic to nickel or any other component of essure and did not experienced a hypersensitivity reaction to nickel or any other component of essure. Essure did not worsened a previously existing injury/condition. Otoscope examination : fluid present behind left tm, no tympanic membrane perforations present, tympanic membrane color pink. Previously administered products included for an unreported indication: implanon birth control implant, yaz, depo provera shot, vicoprofen and valium. Past adverse reactions to the above products included headache with implanon birth control implant; and weight increased with depo provera shot. Concurrent conditions included palpitations, heavy periods, vaginal bleeding, vision abnormal, penicillin allergy, buttock pain, urinary tract infection, hormonal imbalance, lethargy and obsessive-compulsive disorder. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding/ heavy bleeding"), memory impairment ("forgetting a lot of stuff/ memory issues"), abdominal distension ("bloating"), headache ("headaches"), dizziness ("dizzy/ dizziness"), asthenia ("weak"), fatigue ("tired all the time/ fatigue"), confusional state ("confusion / confusional state"), cyst ("cysts"), urinary tract infection ("utis (urinary tract infections)"), cystitis ("bladder infections"), alopecia ("hair loss") and bladder spasm ("bladder spasms") and was found to have uterine leiomyoma ("fibroids"). In (B)(6) 2013, the patient experienced uterine pain ("uterine pain (sharp, felt like she was being stabbed)"), adnexa uteri pain ("pain in her tube/ severe and persistent pain in the fallopian tubes went away immediately within a week of the removal/ fallopian tubes pain (sharp, felt like she was being stabbed)"), uterine cervical pain ("cervix pain (sharp, felt like she was being stabbed)") and mental disorder ("caused or aggravated any psychiatric and/or psychological conditions"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), uterine inflammation (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), heavy menstrual bleeding ("menorrhagia"), infection ("infections"), menstrual disorder ("extreme menstrual changes"), cystitis noninfective ("bladder is so inflammed"), uterine contractions abnormal ("labor like contractions"), visual impairment ("crazy vision") and abdominal pain upper ("stomach pain"). The patient was treated with ethinylestradiol;norgestimate (tri-sprintec), hydrocodone bitartrate;ibuprofen (vicoprofen) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. In 2013, the pelvic pain had resolved, the genital haemorrhage, abdominal distension, headache, dizziness and adnexa uteri pain had resolved. At the time of the report, the salpingitis, uterine inflammation, abdominal pain lower, uterine pain, heavy menstrual bleeding, memory impairment, asthenia, fatigue, confusional state, uterine leiomyoma, cyst, urinary tract infection, cystitis, alopecia, bladder spasm, uterine cervical pain, mental disorder, infection, menstrual disorder, cystitis noninfective, uterine contractions abnormal and abdominal pain upper outcome was unknown and the visual impairment had resolved. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, adnexa uteri pain, alopecia, asthenia, bladder spasm, confusional state, cyst, cystitis, cystitis noninfective, dizziness, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, infection, memory impairment, menstrual disorder, mental disorder, pelvic pain, salpingitis, urinary tract infection, uterine cervical pain, uterine contractions abnormal, uterine inflammation, uterine leiomyoma, uterine pain and visual impairment to be related to essure. The reporter commented: essure inserted per fallopian tubes: left-3, right-4. Patient had no complications during essure removal. She was hospitalized on 2011 for migraines, on 2015 for stomach pain and vomiting, on 2013 for stomach pain. Number of proximal coils: 3 on left cornua and 6 on right cornua. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.6 kg/sqm. Pathology test - on an unknown date: inflammation in uterus and tubes; on (B)(6) 2013: gross description: the fallopian tubes show no focal lesions. However, when they are cut away from the uterus, they are found to contain wire coils which had apparently been interrupting the tubes with the tubes removed, the uterus weighs 149 gm and measures 10.5 x 8.2 x 5.5 cm . The serosal surface is unremarkable. The cervix is parous without focal lesions. The uterus is opened anteriorly revealing no discrete lesions. Sectioning through the myometrium reveals no masses.. Concerning the injuries reported in this case, the following one were reported via social media- inflammation in tubes, inflammation in uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: bmi updated. Ccc updated, annex f updated. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pelvic pain/pelvic pain/ pelvic area pain/ pain'), salpingitis ('inflamation in tubes') and uterine inflammation ('inflamation in uterus') in a 24-year-old female patient who had essure (batch no. 922603,827994 not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not get the hsg done / did not have confirmation test performed following insertion of essure micro-inserts nos (52795)". The patient's medical history included irregular menstrual cycle, multigravida, parity 3 ((B)(6)2005, (B)(6) 2007, (B)(6) 2010.), migraine (hospitalized on 2011) and pelvic fracture. Patient was not allergic to nickel or any other component of essure and did not experienced a hypersensitivity reaction to nickel or any other component of essure. Essure did not worsened a previously existing injury/condition. Previously administered products included for an unreported indication: implanon birth control implant, yaz, depo provera shot, vicoprofen and valium. Past adverse reactions to the above products included headache with implanon birth control implant; and weight increased with depo provera shot. Concurrent conditions included palpitations and heavy periods. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding/ heavy bleeding"), memory impairment ("forgetting a lot of stuff/ memory issues"), abdominal distension ("bloating"), headache ("headaches"), dizziness ("dizzy/ dizziness"), asthenia ("weak"), fatigue ("tired all the time/ fatigue"), confusional state ("confusion / confusional state"), cyst ("cysts"), urinary tract infection ("utis (urinary tract infections)"), cystitis ("bladder infections"), alopecia ("hair loss") and bladder spasm ("bladder spasms") and was found to have uterine leiomyoma ("fibroids"). In (B)(6) 2013, the patient experienced uterine pain ("uterine pain (sharp, felt like she was being stabbed)"), adnexa uteri pain ("pain in her tube/ severe and persistent pain in the fallopian tubes went away immediately within a week of the removal/ fallopian tubes pain (sharp, felt like she was being stabbed)"), uterine cervical pain ("cervix pain (sharp, felt like she was being stabbed)") and mental disorder ("caused or aggravated any psychiatric and/or psychological conditions"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), uterine inflammation (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), menorrhagia ("menorrhagia"), infection ("infections"), menstrual disorder ("extreme menstrual changes") and cystitis noninfective ("bladder is so inflammed"). The patient was treated with ethinylestradiol;norgestimate (tri-sprintec), hydrocodone bitartrate;ibuprofen (vicoprofen) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. In 2013, the pelvic pain had resolved, the genital haemorrhage, abdominal distension, headache, dizziness and adnexa uteri pain had resolved. At the time of the report, the salpingitis, uterine inflammation, abdominal pain lower, uterine pain, menorrhagia, memory impairment, asthenia, fatigue, confusional state, uterine leiomyoma, cyst, urinary tract infection, cystitis, alopecia, bladder spasm, uterine cervical pain, mental disorder, infection, menstrual disorder and cystitis noninfective outcome was unknown. The reporter considered abdominal pain lower and menorrhagia to be unrelated to essure. The reporter considered abdominal distension, adnexa uteri pain, alopecia, asthenia, bladder spasm, confusional state, cyst, cystitis, cystitis noninfective, dizziness, fatigue, genital haemorrhage, headache, infection, memory impairment, menstrual disorder, mental disorder, pelvic pain, salpingitis, urinary tract infection, uterine cervical pain, uterine inflammation, uterine leiomyoma and uterine pain to be related to essure. The reporter commented: essure inserted per fallopian tubes: left-3, right-4. Patient had no complications during essure removal. She was hospitalized on 2011 for migraines, on 2015 for stomach pain and vomiting, on 2013 for stomach pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.6 kg/sqm. Pathology test - on an unknown date: inflammation in uterus and tubes. Concerning the injuries reported in this case, the following one were reported via social media- inflammation in tubes, inflammation in uterus. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Previously reported event of "treatment non-compliance" was updated to "treatment non-compliance/plaintiff did not undergo essure confirmation test". A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pelvic pain/pelvic pain/ pelvic area pain/ pain'), salpingitis ('inflammation in tubes') and uterine inflammation ('inflammation in uterus') in a 24-year-old female patient who had essure (batch no. 922603,827994 not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not get the hsg done / did not have confirmation test performed following insertion of essure micro-inserts nos (52795)". The patient's medical history included irregular menstrual cycle, multigravida, parity 3 ((B)(6) 2005, (B)(6) 2007, (B)(6) 2010.), migraine (hospitalized on 2011), pelvic fracture, morbid obesity, ovarian cyst, insect bite nos, uterine leiomyoma and nauseated. Patient was not allergic to nickel or any other component of essure and did not experienced a hypersensitivity reaction to nickel or any other component of essure. Essure did not worsened a previously existing injury/condition. Previously administered products included for an unreported indication: implanon birth control implant, yaz, depo provera shot, vicoprofen and valium. Past adverse reactions to the above products included headache with implanon birth control implant; and weight increased with depo provera shot. Concurrent conditions included palpitations, heavy periods, vaginal bleeding, vision abnormal, penicillin allergy, buttock pain, urinary tract infection, hormonal imbalance and lethargy. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding/ heavy bleeding"), memory impairment ("forgetting a lot of stuff/ memory issues"), abdominal distension ("bloating"), headache ("headaches"), dizziness ("dizzy/ dizziness"), asthenia ("weak"), fatigue ("tired all the time/ fatigue"), confusional state ("confusion / confusional state"), cyst ("cysts"), urinary tract infection ("utis (urinary tract infections)"), cystitis ("bladder infections"), alopecia ("hair loss") and bladder spasm ("bladder spasms") and was found to have uterine leiomyoma ("fibroids"). In (B)(6) 2013, the patient experienced uterine pain ("uterine pain (sharp, felt like she was being stabbed)"), adnexa uteri pain ("pain in her tube/ severe and persistent pain in the fallopian tubes went away immediately within a week of the removal/ fallopian tubes pain (sharp, felt like she was being stabbed)"), uterine cervical pain ("cervix pain (sharp, felt like she was being stabbed)") and mental disorder ("caused or aggravated any psychiatric and/or psychological conditions"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), uterine inflammation (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), menorrhagia ("menorrhagia"), infection ("infections"), menstrual disorder ("extreme menstrual changes"), cystitis noninfective ("bladder is so inflamed"), uterine contractions abnormal ("labor like contractions"), visual impairment ("crazy vision") and abdominal pain upper ("stomach pain"). The patient was treated with ethinylestradiol;norgestimate (tri-sprintec), hydrocodone bitartrate; ibuprofen (vicoprofen) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. In 2013, the pelvic pain had resolved, the genital haemorrhage, abdominal distension, headache, dizziness and adnexa uteri pain had resolved. At the time of the report, the salpingitis, uterine inflammation, abdominal pain lower, uterine pain, menorrhagia, memory impairment, asthenia, fatigue, confusional state, uterine leiomyoma, cyst, urinary tract infection, cystitis, alopecia, bladder spasm, uterine cervical pain, mental disorder, infection, menstrual disorder, cystitis noninfective, uterine contractions abnormal and abdominal pain upper outcome was unknown and the visual impairment had resolved. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, adnexa uteri pain, alopecia, asthenia, bladder spasm, confusional state, cyst, cystitis, cystitis noninfective, dizziness, fatigue, genital haemorrhage, headache, infection, memory impairment, menorrhagia, menstrual disorder, mental disorder, pelvic pain, salpingitis, urinary tract infection, uterine cervical pain, uterine contractions abnormal, uterine inflammation, uterine leiomyoma, uterine pain and visual impairment to be related to essure. The reporter commented: essure inserted per fallopian tubes: left-3, right-4. Patient had no complications during essure removal. She was hospitalized on 2011 for migraines, on 2015 for stomach pain and vomiting, on 2013 for stomach pain. Number of proximal coils: 3 on left cornua and 6 on right cornua. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.6 kg/sqm. Pathology test - on an unknown date: inflammation in uterus and tubes; on (B)(6) 2013: gross description: the fallopian tubes show no focal lesions. However, when they are cut away from the uterus, they are found to contain wire coils which had apparently been interrupting the tubes with the tubes removed, the uterus weighs 149 gm and measures 10.5 x 8.2 x 5.5 cm . The serosal surface is unremarkable. The cervix is parous without focal lesions. The uterus is opened anteriorly revealing no discrete lesions. Sectioning through the myometrium reveals no masses. Concerning the injuries reported in this case, the following one were reported via social media- inflammation in tubes, inflammation in uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Events: labor like contractions, stomach pain, crazy vision were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain/pelvic pain/ pelvic area pain/ pain") and genital haemorrhage ("bleeding/ heavy bleeding") in a (B)(6) -year-old female patient who had essure (batch no. 872994, 922603, 01-124-dk) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included irregular menstrual cycle, multigravida, parity 3 ((B)(6) 2005, (B)(6) 2007, (B)(6) 2010.), migraine (hospitalized on 2011) and pelvic fracture. Patient was not allergic to nickel or any other component of essure and did not experienced a hypersensitivity reaction to nickel or any other component of essure. Essure did not worsened a previously existing injury/condition. Previously administered products included for an unreported indication: implanon birth control implant in 2007, yaz in 2005, depo provera shot in 2004, vicoprofen and valium. Past adverse reactions to the above products included headache with implanon birth control implant; and weight increased with depo provera shot. Concurrent conditions included palpitations and heavy periods. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), memory impairment ("forgetting a lot of stuff/ memory issues"), headache ("headaches"), dizziness ("dizzy/ dizziness"), asthenia ("weak"), fatigue ("tired all the time/ fatigue"), abdominal distension ("bloating"), confusional state ("confusion"), uterine leiomyoma ("fibroids"), cyst ("cysts"), urinary tract infection ("utis (urinary tract infections)"), cystitis ("bladder infections"), alopecia ("hair loss") and bladder spasm ("bladder spasms"). In (B)(6) 2013, the patient experienced adnexa uteri pain ("pain in her tube/ severe and persistent pain in the fallopian tubes went away immediately within a week of the removal/ fallopian tubes pain (sharp, felt like she was being stabbed)"), uterine pain ("uterine pain (sharp, felt like she was being stabbed)"), uterine cervical pain ("cervix pain (sharp, felt like she was being stabbed)") and mental disorder ("caused or aggravated any psychiatric and/or psychological conditions"). On an unknown date, the patient experienced menorrhagia ("menorrhagia") and abdominal pain lower ("cramping"). On an unknown date, the patient experienced treatment noncompliance ("patient did not get the hsg done"). On an unknown date, the patient experienced menorrhagia ("menorrhagia") and abdominal pain lower ("cramping"). On an unknown date, the patient experienced treatment noncompliance ("patient did not get the hsg done"). The patient was treated with cilest (tri-sprintec), vicoprofen and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. In 2013, the pelvic pain had resolved, the genital haemorrhage, headache, dizziness, abdominal distension and adnexa uteri pain had resolved. At the time of the report, the memory impairment, asthenia, fatigue, treatment noncompliance, confusional state, uterine leiomyoma, cyst, urinary tract infection, cystitis, alopecia, bladder spasm, uterine pain, uterine cervical pain and mental disorder outcome was unknown and the menorrhagia and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, adnexa uteri pain, alopecia, asthenia, bladder spasm, confusional state, cyst, cystitis, dizziness, fatigue, genital haemorrhage, headache, memory impairment, mental disorder, pelvic pain, urinary tract infection, uterine cervical pain, uterine leiomyoma and uterine pain to be related to essure. The reporter considered abdominal pain lower and menorrhagia to be unrelated to essure. The reporter provided no causality assessment for treatment noncompliance with essure. The reporter commented: essure inserted per fallopian tubes: left-3, right-4. Patient had no complications during essure removal. She was hospitalized on 2011 for migraines, on 2015 for stomach pain and vomiting, on 2013 for stomach pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.6 kg/sqm. Non-reported dates - blood tests for a bunch of conditions performed with normal results. On an unspecified date, urine pregnancy results was negative. Current weight: (B)(6) lbs. Approximate weight at the time of essure placement: (B)(6) lbs . Most recent follow-up information incorporated above includes: on (B)(6) 2017: plaintiff fact sheet and medical record received. Reporter information updated, case became legal and medically confirmed. Patient demographic information, relevant history and lab data added. Essure lot numbers 872994, 922603, 01-124-dk, indication, stop date (B)(6) 2013 added and start date updated from (B)(6) 2012. Events dizziness, severe and persistent pelvic pain/pelvic pain/ pelvic area pain/ pain, memory issues, fatigue were clubbed with previously reported events. Events bleeding/ heavy bleeding, bloating, severe and persistent pain in the fallopian tubes went away immediately within a week of the removal/ fallopian tubes pain (sharp, felt like she was being stabbed), confusion, fibroids, cysts, utis (urinary tract infections), bladder infections, hair loss, bladder spasms, uterine pain (sharp, felt like she was being stabbed), cervix pain (sharp, felt like she was being stabbed), caused or aggravated any psychiatric and/or psychological conditions were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.